Manufacturer narrative:
Block h6: imdrf device code a150201 captures the reportable event of stent failure to deploy. Block h11: investigation results: with all available information, boston scientific corporation concludes that the reported event of stent failure to deploy was not confirmed. The complaint device was not returned therefore; product analysis could not be performed. There is not enough evidence to determine whether the event was due to the physician's device manipulation during the procedure or related to a device malfunction. Device history record review: it was confirmed that this device met manufacturing specifications prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Device technical analysis: the complaint device was not returned therefore; product analysis could not be performed. Risk review: a risk review was completed and confirmed that the event of stent failure to deploy was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery-enhanced delivery system was intended to be implanted in the pancreas to treat jaundice during a pancreatic pseudocyst puncture procedure performed on 18 june 2026. During the procedure, the physician reported that the stent did not deploy. The procedure was able to be completed by using another of the same device. There were no patient complications reported as a result of this event.